Event description:
It was reported that the arterial pressure was not showing, which was caused by the hls cable. The failure occurred during preventive maintenance final testing. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the arterial pressure was not showing, which was caused by the hls cable. The failure occurred during preventive maintenance final testing. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-17. The fst could confirm that no corrosion or damage was seen with the cable. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was investigated by getinge life-cycle-engineering (lce). The most possible root cause for the missing connection is a broken wire within the cable, which most likely is originated from external force, as no signs of an outside damage were visible. According to the risk analysis of the cardiohelp device following root causes can also lead to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable. Broken fiber inside the cable. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-02-21 for the period of 2013-02-27 to 2023-02-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-02-27. Based on the results the reported failure "arterial pressure not reading" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.